Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into diagnosis and potential repair measures after the event. Dräger contacted the user facility for the purpose to obtain further information but no additional details could be provided. The ufr was the only source of information which does not allow a case-specific evaluation. The age of the device and its status of repairs and preventive maintenance remained unknown since no serial no. Was provided. A shutdown would be an indication that the supply with electrical energy got lost. The device is equipped with an internal battery to cover mains power losses for at least a period of time. A complete shut down will only occur if the device ran on battery already until the latter was depleted or if more than one failure condition was present, for example if the device was put into operation with a worn/depleted battery and mains power got lost for whatever reason. A power loss will be alarmed by a buzzer which is buffered by an independent power source (gold cap capacitor). Finally, an explanation for the reported event could not be found due to lack of information. Under consideration that indeed a shut-down has occurred, it may have been related to component malfunction, infrastructure issues, lack of preventive maintenance, use error or a combination of multiple factors. It is recommended to have the device checked by trained service personnel.

Event description:
It was reported that the device suddenly shut down itself during a running ventilation episode. The users reportedly replaced the device in a controlled maneuver - no consequences for the patient have been reported. The serial number and unique device identifier (UDI) of the affected device was requested from the customer but not provided. Therefore, the UDI cannot be determined.